Manufacturer narrative:
Intermittent button response noted during testing due to corroded keypad traces. No button error alarm noted. All operating currents are within specification. No unexpected weak battery, low battery or off no power alarms noted. Unit passed off no power test, self test, unexpected restart error test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. Unable to prime during prime test due to faulty force sensor. Unable to complete functional test due to prime anomaly. Low reservoir alert functioned properly during testing. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.(B)(4).

Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2012. Customer's blood glucose levels at the time of hospitalization 28 mg/dl. The customer stated that she was pregnant and that the baby was giving her insulin. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. It was also reported that customer was hospitalized on (B)(6) 2014 and (B)(6) 2015. The customer reported that the keypad on the insulin pump was unresponsive. Troubleshooting occured. Advised insulin pump would be replaced.